Manufacturer narrative:
The valve was patent and passed reflux and leakage testing. It was within specifications for all pressure-flow and preimplantation tests. It did not pass the siphon test. Debris within the delta chamber may interfere with the mechanism, allowing for siphoning. A review of the manufacturing records was not possible as no lot number was provided. All our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve was explanted because it was not working.